Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026 due to insulin squirting out as the patient did not disconnect during the rewind or prime sequence. The patient blood glucose level was low and the patient was treated with glucose tablets. No further information available.